Event description:
It was reported that the pt presented to the emergency room with complaints of: no bowel movement since his penile prosthesis implant surgery date, pain and fever. The on-call surgeon was called in, the pt was taken to the operating room and the device was removed. Post-surgery, the pt was sent to radiology. Imaging revealed the device rear tip extenders in the pt's rectum and were successfully removed. Upon discharge from the hospital, no pt complications were noted.

Manufacturer narrative:
Rear tip extender: catalog # 72404324, serial # (B)(4), manufacture date: 03/2013; expiration date: 03/08/2013. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.